Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a routine follow-up, rf telemetry was slow despite using a different wand and programmer. It was noted that the device had a full egm storage and that environmental interference could both be the cause of the event. Programming changes were made. Three months later when the patient presented in-clinic for a follow-up, it was noted that telemetry was still slow and that a large amount of episodes and egms were still stored in the device. The episodes were cleared and telemetry was restored to normal speed. The same issue was observed again about 2 months later. It was noted that printing or saving stored egms was unsuccessful. No further information is available.

Event description:
New information received indicates that the device was able to be interrogated normally when the patient returned. No programming changes were made. The patient was well afterwards.